Manufacturer narrative:
The device has not been returned to omsc but was returned to omsi for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the video connector socket was loose and a video signal output did not work. The device was used with an olympus gastrointestinal endoscope, axeon. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus medical systems(B)(4) and found that the endoscopic image became intermittent due to a failure of the video cable connector.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus medical systems india private limited (omsi) for evaluation. Omsi inspected the device and confirmed the following; -the reported phenomenon was reproduced and the composite video signal was not output due to a failure of the main board. -the color of the endoscopic image was bad due to the failure of the receptacle unit. -dust had accumulated inside the device, but did not affect the functionality of the device, such as the circuit board or fan. -the power switch was cracked. -there were small dents and scratches on the lid, front panel, and rear panel, and the lid was rusted. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. More than 6 years have passed since the device was manufactured. Therefore, there is possibility that the color of the endoscope image was bad due to the deterioration of the receptacle part of the endoscope connection part due to the repeated attachment and detachment of the endoscope for a long period of time. In addition, omsc concluded that the composite video signal may not have been output due to the deterioration of the main board components over time due to repeated use for a long period of time. Dust buildup inside the device may have been caused by the user using the device in a dusty environment or not caring for the device. Also, rust on the lid may have been caused by the user using it in a humid environment for an extended period of time or leaving the device wet. Omsc determined that the dents and scratches on the device may have been caused by a strong impact, such as the user hitting the device against a hard object. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.